Event description:
The customer reported that the device overheated during testing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.